Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1.5mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25oct2015. It was reported that a balloon leak occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome cutting balloon was selected for use. When the balloon catheter was advanced to the lesion, it was noted that the balloon could not be inflated when tried to inflate under 6atm. The connection was checked but there were no issues noted. The balloon was tried to be inflated again above 6atm but the same issue occurred. So the balloon was removed from the patient and when tested outside, it was found that there was water leakage from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a balloon pinhole.